Event description:
It was reported that approx 5 months post-implant of a bifurcated device a computed tomography (CT) scan identified a kink at the proximal end of the bifurcated device. Reportedly, the pt came back for routine f/u and a CT scan revealed the bifurcated device had settled distally, and the aortic angulation at the proximal end of the device had pushed down the proximal end of the device. The physician elected to heat the pt with a suprarenal aortic extension, which corrected the proximal device kink. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and operative images were provided and reviewed by a clinical representative with the following impression: there were no medical records or imaging studies provided for this assessment to confirm the reported stent kink; requests for information were denied. There were two still photos available for review. There was evidence to substantiate an endoleak type 3b. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office.